Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 534mg/dl. The customer treated with a bolus. Customer indicated that theie high blood glucose was due to bent cannulas and infusion sets that did not work. Customer requested new infusion sets. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer that the sets would be replaced and agreed to return the product for analysis. No further assistance was necessary.